Event description:
Customer reported to beckman coulter, inc. (Bec) that precipitant and some fluid were coming from the unicel dxc 600i synchron access clinical system closed tube aliquooter (cta) module wash buffer reservoir. Customer reported that he could not locate the source of the leak. Customer reported that erroneous results were not generated. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) found the leak was coming from the fittings of the in-line wash buffer filter. One of the fittings was tighten to less than half. The fse reinstalled all parts. The repair resolved the leaking issue.

Manufacturer narrative:
(B)(4).